Event description:
It was reported that the caller experienced an alarm 2 related to occlusion events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. The customer had experienced similar occlusion events previously and took the same corrective actions. Technical support is providing a pump replacement due to a related cartridge alarm issue, and the case will be closed.